Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned with the sensor puck. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A customer initially contacted adc on (B)(6) 2018 to report an adverse skin reaction with symptoms redness and stickiness that began on (B)(6) 2018, after she had been wearing the adc freestyle libre sensor for 6 days. At the time of the initial call the customer had not yet received any medical attention for the issue, so she was advised to consult with a medical professional. The customer contacted adc for follow-up on (B)(6) 2018 to report that she had visited her doctor on (B)(6) 2018. The doctor recommended a "month or 2" break from the sensor and prescribed topical corticosteroid (mometasone) ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially contacted adc on (B)(6) 2018 to report an adverse skin reaction with symptoms redness and stickiness that began on (B)(6) 2018, after she had been wearing the adc freestyle libre sensor for 6 days. At the time of the initial call, the customer had not yet received any medical attention for the issue, so she was advised to consult with a medical professional. The customer contacted adc for follow-up on (B)(6) 2018 to report that she had visited her doctor on (B)(6) 2018. The doctor recommended a "month or 2" break from the sensor and prescribed topical corticosteroid (mometasone) ointment for treatment. There was no report of death or permanent injury associated with this event.